Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a rectal endoscopic submucosal dissection (esd) procedure, the patient experienced a significant intraoperative hemorrhage, which began at approximately 12:40 pm. The bleeding was identified as a procedural complication and is a known risk associated with rectal esd. The user facility clarified that the bleeding occurred prior to the onset of any reported device malfunction. In response to the bleeding, the clinical team attempted to activate the red dichromatic imaging function of the video system center. At that time, the rdi function failed to activate. Attempts to use rdi via both the video system center and the attached scope were unsuccessful. The scope was replaced, but the rdi remained non-functional. No error codes or alerts were observed. In addition, around 2:00 pm, the screen wash function stopped working, and although the tubing was replaced, the issue could not be resolved. Due to impaired visualization, the esd procedure was not completed. The medical team activated the facility's major hemorrhage protocol and performed hemostatic intervention using forceps, 16 ml of purestat, and two hemostatic clips. The patient was given IV fluids, 1l of gelofusine, IV antibiotics (metoclopramide and co-amoxiclav), and was transfused with two united of red blood cells intraoperatively and one unit post-procedure. The patient was stabilized and transferred to another hospital, where they were admitted through the emergency department and monitored on a surgical ward. It was additionally reported that the patient continued to bleed episodically (30 ml per episode) for the next 24 to 48 hours after the procedure. ICU admission was not required, and the patient was later discharged. No additional surgical procedures were performed.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated information: d3, h3, and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is likely that the following led to the malfunction: d1101, which is failure to follow instructions. The event can be prevented by following the instructions for use, which state: ¿the recommended combinations of equipment that can be used with the video system center are listed below. New products released after the introduction of the video system center may also be compatible for use in combination with it. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.

Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correct d10 - concomitant product.

Manufacturer narrative:
This supplemental report is being submitted to provide the updated results of the final investigation. Additional findings on the investigation: the scope used during this incident was the cf-ez1500dl, which is the 5-switch type. It's possible the user mistakenly expected the functionality of the 4-switch type scope. Since pressing the nbi button 2 did not switch to rdi, they may have submitted a complaint. However, at the time of occurrence (12:40 pm), there was no log indicating that the nbi button 2 was pressed. Furthermore, on a different day, when using the same cf-ez1500dl, logs showed the rdi switch was performed via the touch panel, and the rdi switch functioned normally. Additionally, around 10:52 am (before the occurrence time, with cf-ez1500dl connected), while the system was frozen, there were about 5 instances logged of switching from nbi to wli. Changing the observation light during a freeze is not possible by design. However, after the freeze was resolved, it was returned to wli. It might have seemed possible to switch the observation light during the freeze, but since it was frozen, switching was not possible. Olympus will continue to monitor field performance for this device.

Event description:
No new information received from the customer.